Manufacturer narrative:
Reference record (B)(4). The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. An gastro-intestinal ulcer is a known complication of a peg tube placement.

Event description:
On an unknown date, a patient in the USA underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. In early (B)(6) 2019, the patient had an upper gastrointestinal procedure performed for unknown reason. It was reported that after the gastrointestinal procedure, the patient experienced abdominal pain when the peg-j tubing was flushed by force. An ulcer right next to the internal bumper was diagnosed and the patient was prescribed oral probiotics.